Event description:
It was reported, the patient is not receiving effective stimulation in his pain pattern. Follow-up identified the patient denied reprogramming. Additionally, due to the position of the scs lead, the sjm representative has never been able to achieve effective stimulation. The patient does not want a revision procedure; subsequently, the patient is considering alternative therapy options.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.